Manufacturer narrative:
(B)(6). The device was manufactured january 22, 2016 ¿ january 26, 2016. The device was received for evaluation. Visual inspection and microscopic inspection were performed and revealed a ruptured bladder. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured during filling. The device was being filled with a non-baxter antibiotic drug in 0.9% sodium chloride solution to a total fill volume of 100ml. There was no patient involvement. No additional information is available.